Manufacturer narrative:
E1: patient city: (B)(6) patient country: united arab emirates

Event description:
Reference number (B)(4) event occurred in the united arab emirates it was reported that the patient's infusion set tubing was detached close to insertion on(B)(6)2024 leading to high blood glucose level and the same was treated with pen.the issue occurred on the first day of use and the insertion site was right side of abdomen. No further information was available